Event description:
A pt had a hysteroscopy, removal of a mirena coil, dilatation and curettage (d & c), and a novasure endometrial ablation on (B)(6) 2011. Following this, a laparoscopy was done to facilitate a sterilization. The laparoscopy revealed a "3 cm thermal injury over posterior aspect of uterus towards the fundus. Similar injury was seen over small bowel." A general surgeon was consulted and he reported a "small white patch, no leak" and advised there be no treatment other than prophylactic antibiotics. The pt was discharged home on (B)(6) 2011. The pt was readmitted approx 2 weeks later with "sudden onset of lower abdominal pain." Her "blood picture: normal (crp = 2, wbc [white blood cell] = 6). Pelvic scan: nad. However, erect abdominal x-ray showed gas under the diaphragm suggestive of bowel perforation." The pt then had a laparotomy and bowel resection. On (B)(6) 2011, it was reported by the "registrar" that the pt has been seen on follow-up and is doing well.

Manufacturer narrative:
Serial number of the disposable device not provided by the complainant. The disposable device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. The radio frequency controller has not yet been returned. If the radio frequency controller is received and evaluated a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the radio frequency controller. There were no reworks or observations noted at time of manufacture. No relationship can be established between DHR and current complaint. (B)(4).